Event description:
During a routine hemodialysis treatment, the operator was unable to resolve a venous air alarm and ended treatment without returning blood. Estimated blood loss is 190cc. Pt hemoglobin on (B)(6) 2011 prior to the treatment was 9.8 g/dl. Pt instructed to give an additional dose of epogen of 9000 units and then increase routine dose by 25% to 9600 units weekly. No other medical intervention.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately due to air in the cartridge. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff indicated air was likely introduced into the cartridge by the operator and has provided additional training. Nxstage medical considers this report closed. No additional info will be provided.